Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch mw5149092 that during a procedure when using a competitor electrode in a stryker e-sep pencil, the electrode was damaged. The competitor electrode was described as being bendy with holes in it and was charred after use with the stryker e-sep pencil. No information was available regarding adverse consequences, surgical delay or medical intervention.

Event description:
It was reported via medwatch mw5149092 that during a procedure when using a competitor electrode in a stryker e-sep pencil, the electrode was damaged. The competitor electrode was described as being bendy with holes in it and was charred after use with the stryker e-sep pencil. No information was available regarding adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.